Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was damaged. It was noted that there was moisture inside the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during investigation, a visual inspection of the pump showed that there was visible rust and corrosion in the battery compartment. The battery compartment was observed to have multiple cracks. A leak test was performed and confirmed leaks in the battery compartment and audio bolus button cover. The pump case was opened and evidence of internal moisture was observed on the main pcb. Unrelated to the complaint, investigation revealed that the audio bolus button cover was partially lifted. The audio bolus button responded appropriately during testing.